Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a red, itchy rash all over her body and that it had gotten worse after wearing the lifevest. The patient was given a prescription from her physician. The outcome of the irritation is not known.